Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final longevity analysis found the battery depletion to be premature. The battery was sent to its manufacturing site for analysis, and it was determined the premature battery depletion was due to an internal battery anomaly.